Event description:
During a remote follow-up, far right r-wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The device was then reprogrammed to resolve the event. The patient was stable.